Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Sales representative reported by email an unknown implant fractured.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Doctor reported implant fracture at tooth site 36. Patient referred discomfort and pain. A new implant has been placed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type . H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One unknown biomet implant and one unknown biomet screw were returned for investigation. Visual evaluation of the as returned products identified screw fragment in the implant drive feature, platform/collar was fractured and external threads were damaged. Additionally, there was bone residue around the external threads due to usage. Functional testing and dimensional analysis could not be performed since the devices were fractured. Device history record (DHR) review could not be performed since the lot number was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Complaint history review could not be performed as the lot/item number was unknown. Therefore, based on the available information, implant malfunction (fracture) and an unreported screw malfunction (screw fracture) did occur. Additionally, the reported event (implant fracture) was confirmed.

Event description:
No further event information is available at the time of this report.